Event description:
It was reported that the device was returned to the manufacturer after being explanted with no reported complaint. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 694958, lead; implant: (B)(6) 2007; model: dtbb1d1, bi-v ICD; implant: (B)(6) 2014; model: 419478, lead; implant: (B)(6) 2007. (B)(4).